Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? 5th or 6th, but it was not sure for the doctor. What vessel or structure was the device fired on at the time of the event? Around the cholecyst. Was the clip fully advanced into the jaws prior to firing? Yes. Was any unexpected resistance felt while firing the trigger? The trigger became not to be grasped. Were any unexpected noises heard? No. If so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, out of the patient. What were the indications for surgery? What was found? No information. Does the patient have any relevant history of surgical treatments? No information. If so, what? Did somebody other than the primary surgeon fire the instrument? No information. If so, whom? Was there a recent conversion to ees devices in this account or with this surgeon? No information. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. In addition, the device locked out as intended but the orange indicator was not visible. Please note that this condition is unrelated with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic procedure, the clip was malformed on the way. The device was fired without clamping the tissue several times, but the event continued and the device became non-functional. Another device was used to complete the case. There were no adverse consequences for the patient. The doctor commented that there had not been any torquing or twisting of the device at the time of firing.